Event description:
It was noted that during a da vinci benign hysterectomy procedure, it was noted that there was a frayed wire on the prograsp forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the instruments distal pulleys had scratch marks and abrasions. There were scratches on the surface of the distal pulley. Also, the instruments clamping pulley was corroded and contaminated. There was corrosion around the clamping pulley at the cable rails area showing one of the cables derailed inside the housing most likely due to the corrosion. The corroded and contamination damage may have been likely due to improper cleaning. No other damage was found.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.